Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - (B)(6)), g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) evaluated that onsite checking machine and can bootup to operation mode. Perform pim leak test and result passed. Review machine event log was ok. Restart machine and doing pneumatic module leak test and result passed. Perform machine operation mode simulation with iab balloon for 15mins ok. Cardiosave iabp return user and ready for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was report that during a routine check performed by biomed engineer the cardiosave intra-aortic balloon pump (iabp) module leakage test fail. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.